Event description:
Boston scientific received information that one year post implant, this right ventricular lead dislodged. Fluoroscopy confirmed the dislodgement. Due to venous thrombosis, a revision procedure was performed. This lead was removed, replaced and reconnected to the implanted device. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was successfully replaced and acceptable measurements were obtained post procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.